Manufacturer narrative:
Based on the information provided, the causes of the reported injury are due to use error and patient anatomy. If additional information is received, isi will submit a follow-up MDR. System logs were unavailable as the surgeon did not use the system for the procedure. No images or video recording available for review. The technique to gain initial surgical access is at the discretion of the surgeon. The alleged bowel injury occurred during the initial trocar placement without the use of visual guidance. There was no indication of trocar malfunction. Since the product was not available for evaluation and no additional information (a lot, serial number, etc.) Could be obtained for the trocar, no further evaluation could be made for the device. A review for system logs at the site was performed, and no logs are available for the event since the system was never used. The IFU for the da vinci xi systems (pn - 553873-02) contains the following cautions to minimize the risks associated with port placement. Appropriate patient positioning to shift organs away from the port placement site. An adequate level of insufflation. Obturator tip is pointing away from major vessels, organs, and other anatomic structures. When possible, visualization of the entire insertion of the cannula using the endoscope is preferred. Utilize continuous, controlled pressure with a deliberate rotating motion when placing the cannula and obturator. This complaint is considered a reportable event due to the following conclusion: the surgeon was performing an initial entry with an isi trocar without direct visualization, and the colon was injured. As a result, the surgeon converted the procedure to an open surgical procedure to repair the colon injury and did a partial resection of the transverse colon. There was no allegation that a malfunction of the isi trocar assembly (cannula and bladeless obturator) occurred. The surgeon stated the cause of the injury was patient anatomy. There were excessive adhesions due to a previous exploratory laparotomy.

Event description:
It was reported that prior to starting a da vinci-assisted ventral hernia surgical procedure, the patient experienced a colon injury during blind entry for trocar insertion. A perforated bowel was caused due to impact with veress needle, followed by trocar assembly (cannula and bladeless obturator). The intuitive surgical, inc. (Isi), clinical territory associate (cta) was present during the procedure; she spoke to the surgeon after the procedure and obtained the following information: the surgeon had used the veress needle for insufflation and then did a blind entry with an isi trocar. At that time, the surgeon punctured the colon resulting in leakage of stool. The surgeon converted the procedure to an open surgical procedure to evacuate the stool and repair the colon injury. The isi system or instruments were not active. The surgeon had stated there was no malfunction of the isi trocar, and the cause of the injury was patient anatomy. The patient had a previous exploratory laparotomy; as a result, she had excessive adhesions. The surgeon entered on the left and did not expect the transverse colon on that location. After the conversion, the surgeon noticed along with the trocar injury; the veress needle had also punctured the colon. As a result, the surgeon did a partial resection of the transverse colon. Almost six inches of the colon was excised up until the splenic flexure. The patient was reported to be recovering well. The trocar will not be returned to isi for evaluation, as there was no malfunction of an isi product.